Manufacturer narrative:
An update was provided on 02jan2025, the pod's cannula deployed and was visible once the pod was removed. No allegation of a device malfunction. This case is no longer reportable under emdr.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to 25 mmol/l (450 mg/dl). The cannula reportedly inserted into the insertion site (abdomen) and was no longer visible once the pod was removed. The pod was worn for between 5 and 24 hours.